Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared multiple temperature alarms while the pump was plugged in to a power source. There was no report of the pump being exposed to abnormal temperature conditions. Reportedly, the contact cleared these alarms, unplugged the pump from original power source, and successfully initiated charging with an alternate power source. The contact declined further troubleshooting from tandem technical support. There was no reported adverse impact to the customer¿s blood glucose.